Event description:
It was reported that while ablating the pvi on the right superior during an a-fib procedure, the impedance rose to 200. The physician was notified and the catheter was removed from the vein and the case continue. It was noted that the patient was hemodymically impared. A echocardiogram confirmed perforation. Pericardiocentesis was performed. The patient is in stable condition.

Manufacturer narrative:
The catheter was returned to bwi failure analysis lab on (B)(6) 2010. However, the catheter condition has been tempered. It was confirmed that the tip of the catheter was cut off (28mm from transition) by the customer and the tip was placed in a plastic bag. The returned catheter condition makes it impossible to analyzed the catheter, thus the analysis will not be performed. Concomitant products used during the procedure: carto 3 system; model #: m-4800-01; serial #: (B)(4). Cool flow irrigation pump; model #: m-5491-02; serial #: (B)(4). Stockert rf generator; model #:m-5463-01; serial #: (B)(4). Customer continued to use the stockert generator, carto 3 system and the cool flow pump after the incident. The customer declined service requests when contacted by bw field service engineer. (B)(4).